Manufacturer narrative:
Additional narrative: other device product code used: hrx. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) reamer-irrigator-aspirator (ria) drive shaft l520 (part 314.743 / lot 15803-01) was returned with a complaint stating that the distal end broke during a procedure causing a two (2) minute delay. The fragment was retrieved. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. Replication of the complaint is not applicable as the device was returned broken. A visual inspection and drawing review were performed as part of this investigation. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices documentation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The balance of the device shows some surface wear, but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient exact weight reported as (B)(6). Device is an instrument and is not implanted/explanted. Part 314.743, lot 15803-01: release to warehouse date: may 09, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary (im) nailing procedure of the left tibia with bone graft on (B)(6) 2016 the reamer, irrigator, aspirator (ria) drive shaft tip broke off. During the surgery the driver shaft became disconnected and had to be reinserted then the surgery resumed. At the end of the case, the surgical scrub noted the ria drive shaft couldn't be released from the tube assembly or reamer head. A t-handle chuck was used to disengage the drive shaft from the ria reamer head. It was noted the shaft was broken. The fragment tip was retrieved. A routine x-ray was taken and showed no fragments remained in the patient. There was a two (2) minute delay. No was harm reported to the patient; the patient outcome was reported as stable. Concomitant devices reported: ria head (part 352.252s, lot h082222, quantity 1); tube assembly (part and lot unknown, quantity 1). This is report 1 of 1 for (B)(4).